Event description:
Received info the pt recharger and programmer display showed "call your doctor" icon. Reporting a power on reset condition. Pt was instructed on how to clear the por condition and the pt stated he was then able to use his programmer as expected.

Manufacturer narrative:
(B)(4).